Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and then displayed 105 units of insulin after the delivery of insulin. The customer declined to reload the existing cartridge and declined to perform troubleshooting for the reported event. The customer's blood glucose level was 79 mg/dl.